Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the last interrogation, a long longevity due to fluctuations in battery voltage was displayed. Generator replacement was scheduled due to normal eri.